Manufacturer narrative:
Product return has been evaluated and no defect could be found with the articulating surface. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had total joint replacement tmj implanted (B)(6) 2009. Infection was suspected and the surgeon explanted the joint on (B)(6) 2011.